Manufacturer narrative:
Visual inspection of the returned screw found breakage occurred at the transition from the screw¿s polyaxial ball to the screw shank. Although no definitive conclusions can be made, scanning electron microscopy analysis on the fractured surfaces concluded an evident fatigue failure. The existence of two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place, presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
In revision, the broken screw was replaced by an integer one.